Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor used with the ilet system failed to pair, consistent with an intermittent communication failure between devices. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving the electrical/magnetic subsystem, with the antenna component implicated in the intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.